Event description:
In 2018 I had my right knee replaced afterwards something wasn't right dr didn't listen injured my left one got my left one replaced in 2019 something wasn't right after that doctor didn't listen for 2 years finally in october of 2022 I got my second tka for my left knee after that something wasn't right in december of 2023 I got my third one for my left. In may I am awaiting my second one for my right the doctor who is now caring for me discovered the problem the post in the bottom plate is too tall on both knees and it causes a whole bunch of problems for me. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports #mw5153446, #mw5153447. Refer to additional documents in i2k.